Manufacturer narrative:
Additional information provided in sections h.3., and h.11. The product investigation could not identify a root cause for the reported complaint. The complaint was opened from a report made through the expert opinion md (eomd) program. Surgeon indicated having discussed waiting, glasses, yttrium-aluminum-garnet laser posterior chamber (yag pc), intraocular lens (iol) exchange, piggyback and photorefractive keratectomy (prk)/lasik with the patient. Surgeon later responded not having a complaint, merely seeking details from eomd program, and stated would get back to the company with information need to complete complaint record. No further information has been provided at this time. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
An ophthalmologist reported that following cataract surgery with intraocular lens (iol) implantation, the patient expressed dissatisfaction with her distance vision. She reported difficulty recognizing faces across the room. The physician discussed several management options with her, including observation, prescription glasses, yag posterior capsulotomy (yag pc), iol exchange, piggyback iol implantation, and corneal refractive procedures such as prk or lasik. Visit - (B)(6) 2025: the patient has a history of bilateral cataracts from past 6 months accompanied by some changes in vision. This condition was associated with her complaints of sometimes having cloudy vison, general decline in visual acuity, and her ability to perform routine tasks such as, reading printed instructions on cake mix boxes, perm kits, and color labels at her workplace. Visit - (B)(6) 2025: the patient noted that she could see well to do hair bit, but the lights at walmart made it difficult for her to see. She continued to struggle with recognizing faces at a distance but stated she was able to drive adequately. Visit - (B)(6) 2025: the patient reported a minor car accident around 2¿3 pm, during which she was not wearing her glasses. She stated that she could not see in the distance and could not see at night. The ophthalmologist observed that although her axial length was relatively normal, but she had corneal curvatures in both eyes, which likely contributed to a calculation error and an unintended myopic shift. Various treatment options were discussed, including, prescription single-vision glasses for distance correction, surgical exchange of the current iol for one adjusted to her refractive target, replacement with a spherical iol, piggyback iol implantation to fine-tune postoperative refraction, corneal refractive surgery (e.g., lasik/prk). The physician explained that the least invasive option would be spectacle correction, followed by piggyback iol placement, which carries less risk than a full iol exchange. He also noted that her current iols are well aligned for astigmatism correction, and there is no guarantee that a new iol could be positioned as precisely. After reviewing all options, the patient opted to trial distance vision correction with prescription glasses. A follow-up appointment was scheduled to assess her satisfaction and finalize the treatment plan. Additional information was requested, but no further information is available. There are two medical device reports associated with this patient. This report is associated with the left eye.